Event description:
Customer reported issues with insulin pump. Customer states that the reservoir is leaking. Customer also states that insulin is leaking at the second o-ring. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.